Manufacturer narrative:
Continuation of d10: product ID a71200; serial# unknown; product type: software, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. A rep called in for another rep who was working with a patient in the or (at the time of call) and originally got a "system error" message on her clinician tablet, so they opened up the patient data service app, then closed it and went back to her therapy app, but then saw a "validation error. System detected invalid data in the device" message with the code 000100bb. Rep reported they were to try a different ins for the implant, which was reported to work and connect normally. The rep was advised to have the other rep click "continue" on the clinician tablet to clear the validation error with the original ins. This was reported to solve this issue and the mdt rep was able to interrogate the ins normally. Additional information received stated that the error code occurred multiple times and rep did not use this ins for patient.